Event description:
The catheter on the (B)(6) sectioned during the night of (B)(6) 2012. The same problem occurred the night of the (B)(6) 2012, while changing the child.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.